Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, the cause of the reported ¿no image¿ issue was found to likely be the result of a damaged cable. The root cause of the damaged cable could not be determined. The event may be prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the intended procedure was completed. And additional information was received regarding e2 and e3. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device did not have image due to damaged cable and the coupler was worn out and could not hold telescope. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the hd autoclavable camera head had no picture on the screen when connected to scope. There was no harm or user injury reported due to the event.